Event description:
It was reported that the insulin pump has not alarmed no delivery. Caller stated that customer was experiencing high blood glucose. The infusion set was changed and the cannula was kinked over. The current blood glucose reading is 552 mg/dl. Customer has treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.